Manufacturer narrative:
H3, h6: the navio tka rt tibia twin peg cut gde, rob00026, used for treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The cutting guide has a broken pin stuck in it. The most likely cause of this event is user technique. The cori user's manual provides instructions and guidelines for proper use of bone pins. Care and caution should be exercised while inserting pins. Instructions state to insert pins perpendicular to the flat surface. While all products meet required manufacturing specifications prior to release a serial number or lot number is required to link the device to a DHR or nc investigation. A complaint history review for similar reported/confirmed complaints found one similar event. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. This failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. Internal complaint reference: (B)(4) corrected data: g1 MDR reporting contact name, address and phone number

Event description:
It was reported that, during a cori tka procedure, the bone pin got stuck in the twin peg guide. It was still used, the other pin holes were used to secure the device to cut the tibia without delays. Later, the spd tried to get it out and weren't able to. No other complications were reported.